Manufacturer narrative:
Pending evaluation.

Event description:
Male, age (B)(6), weight unknown, initial implant of right knee on (B)(6) 2013. Upon exposure of the knee joint, it was found that the femur was loose and could be removed by hand. Patient was last known to be in stable condition following the event. Device not returning due to the hospital won't release implants. Concomitant medical products: optetrak tibial tray (cn: 200-04-55, (B)(4)). Optetrak tibial insert (cn: 204-25-11, (B)(4)).

Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation. Section(s): no information has been provided: a4, a5, and b6. The following section(s) have additional info; g4, g5, g7, h1, h2, h3, and h7.